Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was at home, sitting in his wheelchair, and unconscious at the time of the event. The patient's wife and emts were present. The lifevest detected asystole two times from 12:44:07 to 12:44:34 on (B)(6) 2016 and emts initiated CPR. One treatment was delivered at 12:54:47 when that patient's rhythm was bradycardia at 35 bpm degrading to asystole. CPR artifact contributed to the false detection. The post-shock rhythm was asystole. The ECG indicated that the patient remained in asystole with CPR artifact from 12:56:49 to 13:07:56. During this time emts were performing CPR and the response buttons were pressed multiple times. The response buttons functioned appropriately. No sustained ventricular tachyarrhythmias were detected. The device was deactivated at 13:09:19. The patient passed away later on (B)(6) 2016. There is no indication that the lifevest caused or contributed to the death. Asystole is considered a non-treatable rhythm and the patient was under the care of emts when the lifevest was removed.